Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp) due to muscle noise oversensing. A signal artifact monitor event was recorded due to the same issue, and it was noticed that the rv pacing impedance was out-of-range, of less than 200 ohms, which according to technical services, can be related to an integrity issue. The patient is unaware of any actions done at the time of the stored events. Reportedly, the noise was able to be reproduced but was not identical to the previously observed. The clinic concluded that there was an insulation breach with the rv lead, and therapy duration was extended until revision surgery could be performed. Subsequently, this rv lead was surgically abandoned, while the ICD was electively explanted. Both products were replaced. No additional adverse patient effects were reported.